Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction to the sensor adhesive. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the on the arm under the sensor adhesive. The reaction was described as itching, red and a bubbly rash with blisters. The affected area was treated flonase from over the counter, smith and nephew skin-prep barrier wipe, and tegaderm. The patient's endocrinologist is aware of the skin reactions. The patient visited the endocrinologist on (B)(6) 2016. The patient's doctor did not prescribe or recommend any medications outside what the patient's mother has already been applying to the patient. At time of contact the current condition of the patient was stable. No additional event or patient information was provided. No product was provided for evaluation. However, a picture was provide for evaluation and reviewed. Based on the photo the reported event was confirmed. A root cause cannot be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the sensor was worn beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days.